Event description:
It was reported that during implant procedure, the initial implant position parameters were "bad". The health professional pulled the lead out and noticed the lead was distorted. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.